Event description:
The customer reported false negative reactions of two samples with seraclone anti-s. The customer has returned the supposedly defective product, but none of the samples that had caused false negative test results were available. Our quality control laboratory tested the complaint sample of seraclone anti-s with different s positive and negative red cells. All positive and negative reactions were correct. We did not observe any false negative reactions. We only observed a slight decrease in potency. Therefore, we initiated further internal actions to monitor the supposedly defective product. Because the supposedly defective product yielded correct positive reactions when used according to the instruction for use there is no risk for users receiving false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-s functions correctly regarding positive and negative specificity. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.